Event description:
It was reported that an incision was made at the spinal site of the patient. When the healthcare provider disconnected the existing catheter, which was 2 segments, a clear retrograde flow of cerebral spinal fluid was present. Only the proximal segment of the catheter was replaced. There were no indications that there was any malfunction of the system or catheter placement. After attaching the new proximal end of the catheter to the existing pump, a priming bolus was used to prime the new catheter length. The patient was restarted on an infusion rate of 96 mcg/day. Further information is being requested from the hcp.